Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit failed the rewind test after pump error 37 was displayed and rewind was not completed. Unable to proceed with the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 displayed after rewind. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was found on internal battery connector on pcb1 and on the motor home switch, causing the pump error 37 anomaly. Isolate to electronic assembly. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for alert displayed after rewind were confirmed when pump error 37 was noted after unit failed rewind test, caused by corrosion on the motor home switch. Due to corrosion found on electronic assembly, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to load the reservoir on the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that the insulin was "squirting out" during the fill tubing process and customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.